Event description:
The hcp reported the pt was experiencing urinary retention. The pump medication dose was decreased, but the pt had no improvement. A urologist consult was suggested. The urologist thought they should rule out constipation as contributing to the retention and placed the pt on a bowel "cleanout plan." The hcp reprots that, to their knowledge, the pt is now doing fine.